Event description:
On (B)(6) 2009, this pt was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent a reoperation; two additional gore excluder aaa endoprostheses were implanted.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141400/06147268 and pxl161407/05881735. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.